Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed one 3cg stylet was returned for investigation. Two breaks were observed in the polyimide tubing, but the stylet remained connected by the core wire. The breaks were located 7mm and 5cm from the distal tip of the stylet. A microscopic examination of the adjoining ends of the stylet revealed a rough and uneven surface. The stylet wire exhibited evidence of use. Blood residue remained on the extension set. The stylet wire had been kinked at the proximal end of the septum. The polyimide tubing appeared to be complete. Kinks in the core wire coincided with the breaks in the polyimide tubing. The wall thickness of the polyimide tubing was within specification. A lot history review (lhr) of recu2160 showed no other similar product complaint(s) from this lot number.

Event description:
Per email: PICC was being placed and after wire was removed from line inserting nurse noticed the end of the internal wire was almost completely detached. Line was left in place and a chest x-ray was utilized to verify tip placement. No patient harm occurred.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu2160 showed no other similar product complaint(s) from this lot number. Device not received.

Event description:
Per email: PICC was being placed and after wire was removed from line inserting nurse noticed the end of the internal wire was almost completely detached. Line was left in place and a chest x-ray was utilized to verify tip placement. No patient harm occurred.